Event description:
It was reported that the temporary epicardial pacing leads experienced undersensing and loss of capture. The leads were adapted together in bipolar configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2012 (B)(6); 694758 lead implanted: 2012 (B)(6); 5071-53 lead implanted: 2014 (B)(6). (B)(4).